Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) arm with an alleged issue to perform failure analysis. The usm arm was tested with an in-house system and the system triggered error codes 1126, 31226 & 1173. The unit failed testing specification confirming faulty usm arm clock spring and parallelogram.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted sleeve gastrectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report universal surgical manipulator (usm) 4 was disabled. Error logs showed the system had several errors pointing to usm 4 acm (axes controller motor) and aca (axes controller arm) boards and then the user disabled usm 4. Tse informed the customer that usm 4 was disabled by the user. The customer informed that they would like usm 4 re-enabled. The tse informed that the only way to re-enable usm 4 would be to reboot the system, but that might also bring the usm 4 errors back. The surgeon elected to continue with the procedure with 3 usms. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the logs and found several error codes pointing to faulty universal surgical manipulator (usm) 4, fse replaced the usm. System verification was performed, and test driven. The unit was ready for use. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.